Event description:
It was reported that at start-up the cardiosave intra-aortic balloon pump (iabp) goes into alarm with the message ¿power on failure code 14¿. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: b5,b6,b7,d10,h6(impact).

Event description:
It was reported that at start-up the cardiosave intra-aortic balloon pump (iabp) goes into alarm with the message ¿power on failure code 14¿. There was no patient involvement reported.

Manufacturer narrative:
Event site postal code - (B)(6). A getinge field service engineer (fse) stated, he saw the alarm "failed to power on code 14. Fse replaced the cardiosave compressor and the alarm is gone. By checking the pressures, I noticed a drift of the pressure sensor x3, this must have been damaged by the compressor. On january 24, replacement of the pressure sensor x3, the sensor no longer drifts. Re-calibration of pressure sensors, verification of offsets and gains, re-calibration of vacuum and pressure regulators. All the tests are valid and after more than two hours of testing, the cardiosave has again the values of pressure and vacuum which drift. Functional check with patient simulator and iapb consumable. Reset to the time of the console. Rupture disc leak test (pim and all manifold tests). Calibration and verification of pressure sensors (vacuum, pressure). Compressor pneumatic performance test. Drive part test purge check. Equipment nonfunctional. Fse checked the unit and noticed the impossibility to correctly perform the 30psi calibration. The sensors behavior was not regular. Fse finally replaced the pressure regulator and performed the full unit calibration. Sensors are ok, drive pressure and vacuum are stable. Fse let the unit run for a while and went back to the calibrations : all ok. Fse will make a final check and send back the unit.